Event description:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine had a blank display and no keypad response. The green light was active on the back of the machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine had a blank display and no keypad response. The green light was active on the back of the machine. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue was caused by a spill onto the power supply and anti coagulant filter. This report reflects a product issue identified during a retrospective review of service record. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).